Event description:
It was reported that the ilet displayed an alert for consecutive stalled motor events during restart attempts, and despite multiple dry-run restarts the pump did not rewind, consistent with a failure to infuse associated with the motor component; the device was subsequently replaced and the user was educated on management and report syncing, with backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, and the event was consistent with a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.